Event description:
During use of the dupaco cushion insert, d28503ce, it is reported that pts are having injuries. It is also reported that the user is monitoring the pt by raising the pt's head to wipe the pt's sweat off their face.

Manufacturer narrative:
This report is also being sent to the MFR dupaco, inc,